Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The field service representative clarified that it was an r1 probe that needed adjustment. He said one of the r1 probes was not perfectly centered over the cuvette and he adjusted this. He also checked the rinse mechanism.

Event description:
The customer reported that they received an erroneous result for one patient sample tested for glucose hk (glucose). The sample initially resulted as 22 mg/dl and this value was reported outside of the laboratory. The sample was repeated on a different c702 analyzer and resulted as 127 mg/dl. The repeat result was believed to be correct. The patient was not adversely affected. The glucose reagent lot number was 69042101 with an expiration date of (B)(6) 2015. The field service representative determined that the issue was caused by the reagent probe adjustment. He adjusted the reagent probe. As a preventive measure, he checked the age of the lamp and determined that it was one week old. He also checked the cuvettes, lamp installation, and cleaned the reagent lines and probes manually. He checked and adjusted the gear pump, performed "wash all reaction parts", checked the bath level, cleaned the photometer lens, performed a cell blank, and checked and adjusted the sample probes.

Manufacturer narrative:
The field service representative returned to the site for additional investigation. He could not determine the cause of the event. He replaced the lamp and cuvettes. He performed wash reaction parts, a bath exchange and a cell blank. He performed vertical reagent probe adjustments, horizontal s. Probe ssw adjustment. He checked the rinse mechanism and water nozzle volume. He cleaned the rinse mechanism nozzles. They were still having intermittent erroneous results. The customer performed a successful calibration and quality control. A precision check was run.

Manufacturer narrative:
The field service representative determined that there was a fluidic failure of rinse mechanism 2, vacuum nozzle 5. The water supply tubing to the syringe manifold was investigated for air bubbles. Several fluidic connections were tightened. He swapped syringe mechanisms and also swapped the lld boards from reagent probe assemblies. It was found that vacuum nozzle #5 would have an intermittent drip that would fall into the reaction cells as cleaning was occurring. He then replaced the vacuum tubing for nozzle #5. Performance tests were run several times with acceptable results. Precision studies were performed and found to be within specifications. The customer reported no further issues after these service actions.

Manufacturer narrative:
The customer has confirmed that they have not had any further issues with glucose since the last service performed by the field service representative.

Manufacturer narrative:
After service activities were performed, the customer ran acceptable calibration and quality controls.